Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker implant procedure. During procedure, the lead was found difficult to be positioned in the right ventricular (rv) septal region with multiple attempts of lead fixation to the target; left bundle branch area. During these maneuvers, the rv lead exhibited high pacing impedance and poor sensing suggestive of lead damage. The rv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were sensing issue, high pacing impedance, operation issue and lead damage. As received, a complete lead was returned in one piece with helix retracted and clogged with blood/tissue. The reported events of sensing issue, high pacing impedance and lead damage were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.